Event description:
It was reported that the intermittent cartridge change errors occurred with multiple cartridges. Customer's blood glucose level was 136 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.